Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that during a routine follow up high out of range pace impedance measurements were noted when it comes to this right ventricular (rv) lead. This lead was surgically abandoned and another lead was implanted. No adverse patient effects were reported.